Manufacturer narrative:
The patient reported that several bags of peritoneal dialysis (pd) solution were received punctured (exact number was not reported). The patient stated that they did not realize this until after they were used and that this was the cause of the peritonitis event (previously reported as an unknown cause). The patient was hospitalized for seven days for the event. No further detail was provided regarding the outcome of the peritonitis. Upon further review, of the additional information received, it has been determined baxter pd disposable devices are no longer considered suspect product in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. It was not reported if pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the event and was still hospitalized. No additional information is available.